Event description:
During an l4 - s1 procedure, the drill tip fractured while in the pedicle. The fragment was not retrieved and the drill was discarded. The procedure was completed using a different drill.